Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The area was prepared with soap and water before placing the sensor on the body. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, pimples and infection on the needle puncture site. The reaction was treated with a prescription oral antibiotics (aumentine, amoxicilin). At the time of the report the skin was still irritated. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.